Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Analysis of the returned device was completed on (B)(6) 2024. The results are below: the event log was reviewed, and it was found that the pump did alarm downstream occlusion 10 times. There were no codes for an upstream occlusion alarm. Refer to the event log attached. During functional testing, the reported problem was not duplicated. A 20 ml infusion was set, both the upstream and downstream sides were clamped, and both of the complete alarms were triggered. The infusion then completed without another occlusion alarm taking place. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/23/2024, infutronix received a report that a pump had an issue with "up and down occlusion sensor - does not alarm when occlusion occurs". The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.